Event description:
The event is reported as: complaint alleges that the package was labeled as 37fr but the package actually contained 39fr tube. Alleged defect was discovered prior to pt use.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.